Manufacturer narrative:
(B)(4).

Event description:
As soon device was activated on setting cut 6, the customer noticed sparks coming from the tip. Setting was adjusted to cut 3, but the sparking persisted. Customer confirmed that device was actual producing sparks, however there was no unintended tissue damage and no patient impact. Coag settings were not affected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.